Event description:
It was reported that the cannula was bent and appeared similar to a fishhook. The event occurred during patient use when patient with diabetes noted rising glucose levels and removed the infusion site. No alarms were triggered. The patient administered a manual injection to control glucose. The infusion set was placed in the abdomen. The damaged site was discarded. There was patient involvement, but no harm.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.